Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h4. Investigation summary : according to the information received, the needle broken was reported. Two sealed boxes (36ea) and opened box with thirty-three packets of product code vcp359 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirty-two packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review : a manufacturing record evaluation was performed for the finished device qm2abm and no non conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Note: events reported in : 2210968-2021-05300, 2210968-2021-05301, and 2210968-2021-05302. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was done to retrieve the broken pieces? Was an additional intervention necessary? Was additional dissection required in other organs/tissues other than the target tissue? Were there any patient consequences? Procedure name? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Additional information received from the sales rep via email: I don't have any additional info this is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture needle broke off the tips of three consecutive needles. All three tips were retrieved. Another like device was utilized to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.